Event description:
It was reported a motor stall and recovery were confirmed in the event logs. The motor stall was attributed to an MRI. The patient presented for a pump refill on the date of the report and the motor stall was seen upon interrogation. The motor stall occurred on (B)(6) 2015, with a tube set message on (B)(6) 2015. The pump was reportedly not reinterrogated after the MRI (area scanned was brain/cervical). The motor stall recovery was noted in the logs on the date of the report upon interrogation. The reporter did not experience any worsening of symptoms following the MRI. It was reviewed that the pump likely recovered soon after the MRI, but the recovery was not documented in the logs because of telemetry state. The pump was used to deliver baclofen (unknown). No additional information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).